Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their plastic o ring was laying there. The customer¿s blood glucose level was 87 mg/dl. The customer also stated that the reservoir lip ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.